Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers anomaly noted and no moisture damage found inside the insulin pump. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 159 mg/dl. Customer stated that little water may have gotten to it and she was unable to clear the button error alarm. Customer stated hat numbers just continued to scroll. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.